Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Report rec'd from implanting physician that during scheduled surgery for generator end of svc, system diagnostics during reimplant surgery resulted in high impedance after existing generator was replaced. Generator diagnostics ruled out the new generator as the source of high impedance. Repeated system diagnostics indicated a suspected lead malfunction.